Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customers parent reported via phone call that their sons insulin pump had critical pump error and also had pump error. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump was not working. Customer reported that they received the open book image on the pump screen. It was reported that they had pump before they had critical pump error after changing battery. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, the unit displayed a critical pump error on the lcd screen. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion inside the battery connector. Unable to perform the displacement, rewind, prime , basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Did not note any cracks in the case. In addition to this, the reservoir retainer ring is solidly attached to the reservoir tube lip. However, the battery compartment is visibly corroded, and the battery cap is rusted.